Event description:
Pump was reported to overinfuse during a heparin infusion. The incident occurred on 11/14/99 at 11:15am. The pump was set to deliver an unknown size bag of heparin at 20ml/hr. 359ml delivered during the unknown timeframe when only 120ml were intended. No add'l details are known. No medical intervention was needed and no pt injury resulted.